Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced ongoing cgm inaccuracies. During this period, the cgm displayed glucose values ranging from approximately 50¿90 mg/dl with fluctuating trends, despite repeated calibrations. In contrast, fingerstick blood glucose (fsbg) readings were consistently higher (specific values during this period not provided). On (B)(6) 2026, the cgm displayed a glucose value of approximately 90 mg/dl, while a corresponding fsbg measurement showed 417 mg/dl. At approximately 10:00 am, the patient felt unwell and began experiencing repeated vomiting. Due to the symptoms and the discrepancy between cgm and fsbg readings, the patient¿s caregiver contacted emergency medical services (ems), and the patient was transported to the emergency room (ER). In the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to inpatient hospitalization. During this time, the cgm continued to display inaccurate readings that did not reflect the elevated fsbg levels. While hospitalized, the patient¿s fsbg was recorded at 417 mg/dl. Treatment included intravenous (IV) fluids, insulin, potassium, and magnesium, with fsbg monitoring performed every 30 minutes. Clinical findings included hyperglycemia, dehydration, and dka. After treatment, the patient¿s condition improved and stabilized. On (B)(6) 2026, the patient was discharged with instructions to continue a normal diet and insulin pump therapy using humalog insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.